Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported device damaged by another device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents reported for this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information: the implanted stent was a 4.5x120mm supera. The second stent used was a 4.5x80mm supera. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional supera stent referenced has been filed under a separate medwatch report.

Event description:
It was reported that the procedure was performed to treat a moderately calcified lesion in the left proximal popliteal and left superficial femoral artery. A supera stent was implanted without issue. A second supera self-expanding stent system was then advanced to deploy the stent proximally to the previously implanted stent; however, [during deployment] the supera stent overlapped the previously implanted stent due to the stent size and both stents became caught and were pulled back. The stents released from each other and the supera sheath was attempted to be pulled back; however, the supera stent had not been properly pushed out [fully deployed] from the delivery system and the stent was dragged across the bifurcation during device removal. The patient was then taken to surgery, and a surgical cut down was performed to remove the stent from the right iliac. The first deployed supera stent remained in the target lesion. The procedure concluded after the surgical cut down and no additional treatment was provided for the target lesion. There was no adverse patient sequela and no reported clinically significant delay in the procedure. Additional information received indicates the second supera stent pulled back the previously implanted supera stent from the target lesion, and both stents were surgically removed from the patient. No additional information was provided.